Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urine tract infection (uti), pain, hematuria, bacteriuria, epididymitis, urethral sphincter dysfunction, urethral or bladder trauma , bladder stone(s) , catheter blockage and leakage. It was unknown what medical intervention was provided for urine tract infection (uti).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urine tract infection (uti), pain, hematuria, bacteriuria, epididymitis, urethral sphincter dysfunction, urethral or bladder trauma , bladder stone(s) , catheter blockage and leakage. It was unknown what medical intervention was provided for urine tract infection (uti).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No potential root cause could be concluded due to insufficient information. The lot number is unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purpose. "Warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.